Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable loop recorder "popped out spontaneously." The clinic stated that the incision area was red, and the device worked its way out of the incision. The implanting physician stated that the tool that implants the device needs to go in about one centimeter longer. The device remains out of service, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.